Manufacturer narrative:
External insulation abrasion was noted at 13.4-13.6cm from the connector pin and 43.6-44.1cm and 43.9-44.0cm from the distal tip, consistent with lead friction to the ICD can. External insulation abrasion was noted at 9.0-9.8cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations. External insulation abrasion was noted at 44.8cm from the distal tip, consistent with lead friction to the ICD can. Damaged rv conductors and signs of melting were noted at this location, consistent with the field observation of low hv lead impedance.

Event description:
It was reported that the patient presented to the ER after receiving inappropriate therapy. Patient also received a notification alert for possible output circuit damage and possible hv lead issue. Upon interrogation, low, out of range, high voltage lead impedances were observed. The device and lead were explanted and replaced. The patient was in excellent condition after procedure.